Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. Customer¿s blood glucose (bg) level was 300- "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. No additional information was provided.